Event description:
On (B)(6) 2018 the patient called in stating he has been receiving the m65 scale reading error warnings during treatment. On march 26, 2018 during follow-up of the reported issue the patients rn stated the reported issue was not caused by the machine but rather the patient's catheter position. Strategies have been put in place to help the patient with the reported issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).